Event description:
Explant of a maxwell-brancheau arthroresis (mba) implant device to alleviate pain reported by the patient six weeks following the original implant surgery. The explanted device was not reported to be defective, nor was it returned to the manufacturer.